Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked case at reservoir tube window corner. Unit received missing endcap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer is unable to clear the alarm. The customer pump is ooe and returned to be scrapped.